Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a de novo lesion in the mildly tortuous mid circumflex (cx) coronary artery, a 2.75x48 rx xience xpedition stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed at 18 atmospheres without difficulty. A dissection was then noted. The sds was withdrawn without difficulty. The dissection was successfully treated with a 2.5x18 xience alpine stent, completing the procedure. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.